Manufacturer narrative:
A ge service rep performed an onsite investigation. The problem was fixed by deleting a corrupted pt data file, and running the pt database integrity check/repair service utility. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system locked up and the touch screen would not respond to user selections. The pt procedure was delayed while the system was powered down and powered up. No pt injury was reported.